Event description:
During surgery the picture was fuzzy and the doctor had a hard time making out the anatomy. At some time during the procedure a dural tear occurred. The doctor converted to an open procedure and repaired the tear. After that point the surgery proceed without incident.